Event description:
Caller states the patient tested 2.4 inr twice during duplicate testing on the coaguchek xs system and a comparison lab returned as 1.6 inr and 1.7 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.